Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired misshaped clips. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.